Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol) implant procedure, a patient experienced diplopia. A yag was performed with no improvement. There are two medical device reports associated with this file. This report is for the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the clinical reason for the explant is that he is unsure if the toric iol was properly placed and oriented. The patient was still having monocular diplopia.